Manufacturer narrative:
Product event summary: it was noted that the customer comment of water damage on the analyzer could not be confirmed, but there was corrosion found on the inside of the analyzer.

Event description:
It was reported that water had been poured on the programmer and affected the analyzer. The analyzer was returned to the manufacturer, analyzed, and subsequently tested out of specification. There was no patient involvement.